Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E13075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included weakness, dizziness, swelling nos, blister, headache, yeast infection, urinary tract infection, ovarian cyst, dysfunctional uterine bleeding, vaginitis, weight gain and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish/ psychological injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with d&c and salpingectomy (bilateral removal of fallopian tubes), d&c. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, allergy to metals, abdominal pain, urinary tract infection and weight increased had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted, specify- patient did not under go essure confirmation test. As per mr, an additional portion of metallic wire is detached from the fallopian tube measuring 3.0 cm in length x 0.1 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: endometrial curetting¿s fragment of benign disordered proliferative endometrium. Fragments or benign endocervical glands and squamous epithelium with acute and chronic inflammation and reactive changes. No diagnostic evidence of atypia, dysplasia or malignancy b. Left fallopian tube with essure, salpingectomy: benign fallopian tube without significant histologic abnormality. Essure device: c. Right fallopian tube with essure, salpingec10my: benign fallopian tub .. Without significant histologic abnormality. Essure device. D. Left ovarian cyst cystee10my: ovarian tissue with partially luteinized follicle cyst. Gross description- a. Endometrial curetting¿s. B. Left fallopian tube with essure. C. Right fallopian tube with essure. D. Left ovarian cyst. Ultrasound abdomen - on (B)(6) 2017: findings- the uterus measures 6,8 x 4.2 x 5.6 cm, demonstrating normal size, contour and echoteh1ure. No myometrial lesions are identified. The endometrial stripe measures 5 nun. Echogenic essure devices are seen in regions of the left and right fallopian tubes. Left ovary measures 4,3 x 3 x 4 cm, the left ovary contains a simple 2.5 cm cyst and complex 2.3 cm cyst fine internal echoes as well as stations. Impression- essure coils are seen in the regions of the right and left fallopian tubes. Left ovary contain 2 cysts. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, nickel allergy, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E13075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included weakness, dizziness, swelling nos, blister, headache, yeast infection, urinary tract infection, ovarian cyst, dysfunctional uterine bleeding, vaginitis, weight gain and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psychological injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with d&c and salpingectomy (bilateral removal of fallopian tubes), d&c. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, allergy to metals, abdominal pain, urinary tract infection and weight increased had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted, specify- patient did not under go essure confirmation test. As per mr, an additional portion of metallic wire is detached from the fallopian tube measuring 3.0 cm in length x 0.1 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test on (B)(6) 2017: endometrial curetting¿s fragment of benign disordered proliferative endometrium. Fragments or benign endocervical glands and squamous epithelium with acute and chronic inflammation and reactive changes. No diagnostic evidence of atypia, dysplasia or malignancy. Left fallopian tube with essure, salpingectomy. Benign fallopian tube without significant histologic abnormality. Essure device. Right fallopian tube with essure, salpingectomy . Benign fallopian tub. Without significant histologic abnormality . Essure device left ovarian cyst cystectomy. Ovarian tissue with partially luteinized follicle cyst. Gross description: endometrial curetting¿s, left fallopian tube with essure, right fallopian tube with essure, left ovarian cyst. Ultrasound abdomen on (B)(6) 2017: findings- the uterus measures 6,8 x 4.2 x 5.6 cm, demonstrating normal size, contour and echotexture. No myometrial lesions are identified. The endometrial stripe measures 5 nun. Echogenic essure devices are seen in regions of the left and right fallopian tubes. Left ovary measures 4,3 x 3 x 4 cm, the left ovary contains a simple 2.5 cm cyst and complex 2.3 cm cyst fine internal echoes as well as stations. Impression- essure coils are seen in the regions of the right and left fallopian tubes. Left ovary contain 2 cysts. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, nickel allergy, pain, psychological or psychiatric problems condition: depression& mental anguish were added. Lot number, reporters information concomitant conditions and drugs were added. On (B)(6) 2019: fu 2 and f/u 3 processed together. New pfs received- new events added: abdominal pain, general abnormal bleeding. Bladder/urinary problems: uti, other injuries/symptoms: weight gain were added. Outcome of events pain, bleeding, allergy, bladder/urinary, other from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.